Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes insulin squirted out when priming insulin pump and buttons were sticky and had to repress to get it respond. The customer¿s blood glucose was unknown. Insulin pump had unexplained no delivery alarms couple times. The insulin pump will not be returned for analysis.